Event description:
Alleged the bed has no functions working, but the scale has a display.

Manufacturer narrative:
The facility's biomed indicated when he was working on the bed; smoke came from the electronics pan. He found a component shorted on the high voltage board. The biomed replaced the high voltage board to repair the bed.